Manufacturer narrative:
Concomitant medical device: 1000ml baxter bag, lot y322974, exp may21, 0.9% sodium chloride injection; 100ml baxter bag, lot p398347, exp oct20, potassium chloride (20meq per 100ml). Aheresis catheter, mrf., unk.the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.lot number were requested but not provided.additional patient information: admission diagnosis; mixed phonotype leukemia - mud sct.

Event description:
It was reported from 6 west that when disconnecting the cefepime secondary IV tubing set from the primary IV tubing y-site, the smartsite's blue piston stayed stuck down and leaked IV fluids into the patient's bed. The rn tried to "unstick" the smartsite piston by attaching a normal saline flush syringe, but the piston remained in the stuck down position after removing the syringe. The tubing set was removed and a new tubing set was primed. It was noted that the tubing set was initially hung on (B)(6) 2020 and the event occurred on (B)(6) 2020. It was further stated that the smartsite piston eventually returned to the normal position on it's own. There were no adverse effects caused to the patient from the event.

Event description:
It was reported from 6 west that when disconnecting the cefepime secondary IV tubing set from the primary IV tubing y-site, the smartsite's blue piston stayed stuck down and leaked IV fluids into the patient's bed. The nurse tried to "unstick" the smartsite piston by attaching a normal saline flush syringe, but the piston remained in the stuck down position after removing the syringe. The tubing set was removed and a new tubing set was primed. It was noted that the tubing set was initially hung on (B)(6) 2020, and the event occurred on (B)(6) 2020. It was further stated that the smartsite piston eventually returned to the normal position on its own. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report that the smartsite's blue piston stayed stuck down and leaked was not confirmed. Visual inspection was performed on the set configuration to look for defects such as cracks, deformations, mis-assemblies. No stick downs or anomalies were observed on the smartsite¿s and sets during initial visual inspection. Functional testing of connecting and disconnecting the received secondary set to each smartsite multiple times did not replicate any instances of stick down or leaking. Functional testing of priming and pressure testing did not replicate any instances of stick down or leaking with the received set. Each smartsite¿s female luer port were measured and found to be within iso standards. The root cause of the customer¿s report could not be determined.